Event description:
It was reported that during the implant procedure for the implantable neurostimulator (ins), the set screw became loose and could not be threaded back into the connector block of the ins for proper seating of the lead. A new ins was then implanted with no further issues reported. There were no patient injuries associated with this event. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Torque wrench model unknown serial/lot # unknown.

Manufacturer narrative:
Evaluation -results: torque wrench. Analysis of neurotransmitter model #3058, serial# (B)(4), showed the set screw on the connector block of the implantable neurostimulator (ins) would not tighten. During surgery, the set screw was backed out too far and then upon retightening by the surgeon, the threads were crossed. The ins had good, stable output. Analysis of the torque wrench model# unk, lot# unk showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.